Event description:
It was reported that the charger for an ilet pump did not produce any charging indicator lights when the pump was placed on the pad, despite reseating the cord and trying multiple outlets, and no visible damage was noted to the charging pad or cord. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included basic troubleshooting and education over the phone to reseat connections and verify power sources. Investigation of this case revealed a suspected charger or charging pad malfunction preventing power transfer to the pump, with no evidence of user error or physical damage observed during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a probable component malfunction in the external charging system.

Manufacturer narrative:
Initial.